Manufacturer narrative:
The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. It was unknown when the foreign material adhered to the nozzle, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The device was returned and evaluated, and the customer's allegation was confirmed due to a cut on the angle wire; the bending section cannot be bent in the up direction at all. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: adhesive peeling on the bending section cover (a-rubber), and the adhesive on the a-rubber had a chip. The insulation resistance value at the distal end does not meet the standard value. The objective lens had a crack, and the adhesive around the objective lens was peeled, which caused a streak of flare to appear in the image. The light guide lens had a crack, and the adhesive around the light guide lens was peeled. The plastic distal end cover had a scratch. The connecting tube had a scratch and wrinkles. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope experienced a bad angle. There were no reports of patient harm or impact associated with this event. The device was returned for evaluation. Inspection and testing of the device revealed that foreign material had clogged the inside of the nozzle, which was attributed to inadequate cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by following below instructions for use: inspection method is described in the operation manual evis lucera gif/cf/pcf type 260 series chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual evis lucera gif/cf/pcf type 260 series chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.